Event description:
It was reported that the pt came to the hospital for a pump refill in 2008. During aspiration of the pump reservoir, the hcp (health care professional) withdrew 19ml of baclofen instead of the expected 1-2 ml. A catheter obstruction was suspected. Radiographs were performed of the abdominal and lumbar regions, which did not show any disconnection, kink or migration of the catheter. The catheter access port was accessed and no backflow was received. It was presumed that the catheter was obstructed. Two days later, the pt was taken to the operating room. The pump was explored. No catheter disconnection, kink or migration was found. The catheter was embedded in scar tissue. It was presumed that this was the cause of the obstruction. The catheter was dissected free and shortened, to have less catheter loops behind the pump. The pt recovered well from that operation, with intermittent clinical improvement.